Event description:
It was reported that the patient presented to the emergency department experiencing shortness of breath and a "bee sting" sensation on their head and arms. It was noted that the patient had similar symptoms approximately seven months earlier. The right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pacing. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.